Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/28/2025, a sales representative reported via phone that an ar-1915ft suture anchors inserter broke off. This occurred during a case, they suspected the patient had hard bone quality and drilled a hole that was a bit larger using a 2.7mm drill. A portion of the anchor was half way in and remains in the patient. A larger hole was drilled using a 3.0 mm drill and an additional ar-1915ft suture anchor was used to complete the case. There was approximately a five minute delay in which it is uncertain if additional anesthesia was administered. There was no harm on the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex was able to determine the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.